Event description:
During a vaginal hysterectomy, the shim detached from the open forceps and fell into the patient. The shim was recovered with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint is confirmed. There was adhesive bond failure between the shim subassembly and the face of the jaw. There was inadequate adhesive applied during the bonding of the shim to the jaw.